Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead was damaged, the helix was bent and was failing to extend and retract. The rv lead was not used. The physician continued to use the second rv lead and completed the procedure. There were no patient consequences reported.

Manufacturer narrative:
The reported event for a helix mechanism issue was confirmed. A complete lead was returned in one piece. Visual inspection, x-ray examination, and electrical testing were performed. The cause of the reported event was due to a bent helix clogged with blood and an over torqued inner coil at the connector region, consistent with procedure damage.